Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary: the device was received and evaluated at the service center. The reported complaint that the device do not work anymore was confirmed. The following defects were found and respective actions taken with the device upon evaluation : optics damaged, replaced. Objective window damaged, replaced. Distal tip damaged, replaced broken lens, replaced. The device was repaired, tested and found to be fully functional. User mishandling is the most probable root cause of the physical damage to the device, probably due to fall. The damage to the distal tip is most likely a result of user error or mishandling of the device, probably due to a contact with the shaver or cutter during a surgical process. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Initial reporter phone number (B)(6). UDI:(B)(4).

Event description:
It was reported by affiliate via phone the hd epscp,4.0,30,167,mitek. Device do not work anymore. No further information was provided. The device is available to be returned for evaluation.